Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath .the returned maquet sheath was over the catheter. Three kinks were observed on the catheter tubing approximately 76.4cm, 53.6cm and 46.9cm from the iab tip. The extender tubing, the three-way stopcock, and pressure tubing were returned. The inner lumen was found to be occluded and the occlusion was able to be cleared. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender and pressure tubing was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. An optical fiber break was found on the membrane catheter approximately 75.9cm from the iab tip. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Initial reporter occupation: cvicu mgr. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noted in helium extension tubing. The cardiosave intra-aortic balloon pump (iabp) was put in standby and the physician was notified. The patient was post-coronary artery bypass graft (CABG). Their hemodynamic status was improved and the patient was stable so catheter was removed and therapy discontinued. There was no patient harm or adverse event reported.